Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct catalog number is 92127; and not 93331 as previously reported. This report is filed april 1, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.